Event description:
Meter would not power on. Friend mentioned that the meter had intermittent power. Patient did not have any symptoms of high or low blood sugar. Patient did not have another device to test their blood glucose on. Customer service checked the batteries and made sure they were good and that they were correctly installed and meter still had no power. Friend mentioned to representative that she was going to take patient to the ER and disconnected the call. Representative was unable to obtain further information and sent patient a new meter.